Manufacturer narrative:
The affected part was removed from use and returned to trumpf medical for further investigation. A follow-up report will be submitted once new information is available.

Event description:
During surgery, the pad plate of the leg section was broken as a patient was being moved into a kneeling position. No injury was reported.

Manufacturer narrative:
The affected device was replaced and returned to trumpf medical for inspection. No manufacturing or material defects were identified. The leg section was initially tested with 4 times the safe working load (180 kg at the broken segment). In this test, the load was spread over the entire pad plate and passed. According to the description of the event, the patient was re-positioned into a kneeling position during the surgery. At that time, the complete weight of the patient was on one point of the plate, most likely the point furthest away from the supporting frame, when the plate broke. The sequence described is not appropriate, per the intended use, and is clearly indicated in the instructions for use.